Event description:
It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters were attempted for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of stricture. During the procedure, the spyscope had loss of visualization. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results - based on the available information, the root cause of the loss of visualization cannot be established, as the product has not been returned for analysis at this time. The device has not been returned for analysis. Therefore, the root cause of the reported observations of loss of visualization and image cannot be confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information and in the absence of device return, the root cause of the reported clinical observations for this complaint is cause not established.